Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, device's lcd screen was blank. The device's lcd was replaced to address the issue. No repairs performed. The unit will be scrapped.